Event description:
Hcp reports device explantation due to infection. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.

Event description:
Hcp reports the patient presented in december 2005 with signs of infection including redness, swelling and pain at the device pocket site. A culture was obtained of the device pocket which produced staph aueeus. The patient was treated with IV and oral antibiotics and underwent a system explant. The infection has resolved. Device analysis results were not available at the time of this report. A follow up report will be sent when device analysis is complete.